Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a defib test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation failed a defib test. The defib test failure was caused by a frayed pulse wire on the auxiliary pca board. The root cause for the frayed wire could not be positively identified. No adverse event occurred due to the frayed wire. The last pt to use this monitor did not report any problems.